Event description:
It was reported via a user facility medwatch that a cot tipped while a patient was onboard. Allegedly the cot rolled over a divot in the concrete. It was reported that the patient passed away due to head injury.

Manufacturer narrative:
Cot was examined and found to be performing to specification. It is likely that the operators did not stabilize the cot (as required in the operations manual) when they rolled the cot over the pothole.